Manufacturer narrative:
Visual inspections were performed on the returned device. The reported difficulty retracting the foot could not be tested due to the condition of the device. Additionally, the foot was intact. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of tissue damage is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a closure of a calcified left common femoral artery using a proglide via a 6f sheath after an interventional abdominal aortic aneurysm (aaa) endograft procedure. Reportedly, the foot would not retract. The lever was opened and closed; but was still unsuccessful. The device was hung up in the calcification and was intentionally broken in order to remove it. When the device was broken, the feet were left in the patient. As a result, a cut down was performed and the feet of the device were removed successfully. An endarterectomy was done to repair the vessel. Hemostasis was achieved via surgical suturing. There was reported clinically significant delay in the procedure or therapy as a result of the device issue and cut down. No additional information was provided.